Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that the buttons were working intermittently. The customer's son stated that they had high blood glucose of 420 mg/dl at the time of incident. The customer's blood glucose was 340 mg/dl at the time of call. The customer's son stated that they treated the high blood glucose with manual injection. The customer's son was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to a flattened esc keypad dome. Unable to perform functional tests due to the keypad anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window. The numbers did not ramp up on their own and the scroll bar did not moved with no input.